Manufacturer narrative:
The k electrode lot number and expiration date were not provided. Qc recovery was acceptable. The field service engineer found that the rinse nozzle was clogged. He unclogged the rinse nozzle. He then did a mechanical check and verified that the rinse nozzle was not overflowing. Qc was performed and it was within range. The cause was due to a clogged rinse nozzle. The service actions (unclogging the rinse nozzle) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c501 module when compared to a different analyzer. Results for the sodium (na), potassium (k), and chloride (cl) tests were affected. Na: initial result: 124 mmol/l (accompanied by data flags). 1st repeat result: 157 mmol/l (repeated on the same analyzer). 2nd repeat result: 123 mmol/l (tested on another analyzer). K: initial result: 4.8 mmol/l. 1st repeat result: 6.1 mmol/l (repeated on the same analyzer). 2nd repeat result: 4.5 mmol/l (tested on another analyzer). Cl: initial result: 89.6 mmol/l. Repeat result: 114 mmol/l (repeated on the same analyzer). No questionable results were reported outside the laboratory. The initial results were deemed to be correct.